Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) approximately one month following the implant due to disabling night glare and halos. No patient complications were reported.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.